Event description:
It was reported that the guide wire accessory kit was going to be used for this procedure. An attempt was made to shape the guide wire tip with the guide wire introducer, but the guide wire could not be advanced through the introducer. It was noted that something was inside of the introducer and was stuck. A new guide wire accessory kit was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Based on the reported information, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.